Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor could not connect to the transmitter. The customer reported that the transmitter was not blinking. The customer's blood glucose was 125 mg/dl at the time of incident. The transmitter will not be returned for analysis.